Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a secondary infusion of magnesium sulfate 5 gm in 250 ml. Was observed to flow upwards toward the drip chamber of the primary tubing. The pump was not operating at the time of the event and the clinician in attendance was able to complete the infusion by clamping off the primary tubing. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of check valve failure was confirmed and replicated. The primary and secondary set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. The check valve was also visually inspected under a microscope. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing was performed; fluid and air bubbles were noticed going into the primary bag on the used sample received. Blue fluid was also noted to have gone past the check valve indicating a faulty check valve. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of this failure was not identified.